Event description:
It was reported that the ilet bionic pancreas issued insulin occlusion alerts during and after a meal announcement while using a steel infusion set, with blood glucose readings in the mid-200 mg/dl and a fingerstick-verified higher value. The alerts resolved after changing infusion supplies except for the cartridge; the device component implicated was the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with a deformation problem localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.